Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. Alarm 38 was confirmed during a review of the alarm log. This failure indicates that the force sensing resistor (fsr) is out of calibration. The fsr was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump alarmed f-38. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.